Event description:
I accidentally used hydrogen peroxide solution in my regular contacts case instead of the case provided (though, I actually had no idea that it had to be used in the special case provided.) When I went to insert my contact into my right eye, my eye immediately started burning and puffing up. I felt to the ground in pain and tried to pry my eye open enough to get the contact out. It took approx 3-5 minutes to get the contact out of my eye. I then flushed my eye with regular saline eye solution. My eye was puffy and bloodshot and extremely tender for around 24 hours. Two days later, I still haven't worn contacts, though my eye looks better, it is regularly twitching. The bitter says clearly not to put the peroxide solution directly in your eye, but nothing boldly states that the solution should not be used with other cases, and the bottle is the same size and shape of my saline bottle. Better safety features should be required. Name of the company that makes (or compounds) the product: (B)(6). "Is the product other-the-counter: yes. Quantity: 1 ounce(s); frequency: as needed; how was it taken or used: ophthalmic; dates of use: (B)(6) 2017; did the problem stop after the person reduced the dose or stopped taking or using the product: no; did you report this problem to the company that makes the product (the MFR/compounder): no."